Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device, the device intermittently displayed error message code "paddle fault" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
Na